Event description:
It was reported that the device was explanted after an implant duration of approximately 64.7 months. Through the operative report, it was learned that the device was explanted due to a paravalvular leak.

Event description:
The customer reported the ventilator failed the safety valve test during short self testing (sst). The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturers service technician was able to duplicate the reported problem. The ventilator failed testing due to safety valve cannot open. The service technician replaced the safety valve and 3 station solenoid assembly to correct the reported problem. Extended self testing (est) and final applicable testing was completed and the unit passed per operating specifications. Failure to open the safety valve would be likely to cause or contribute to a death or serious injury if the malfunction were to recur during patient use.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.